Event description:
The infusion had finished 24 hours before it was expected. Device contained unk concentration of 5fu and unknown diluent for a total fill volume of 244.5ml. There was no report of pt injury or medical intervention being required. Although attempts have been made to obtain additional, no further info has been made available.